Manufacturer narrative:
Additional information: date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the patient's ocular dexter (right eye) the surgeon noticed marks on the iol from the injector. The iol was cut out to be removed and replaced with another lens of the same model and diopter size. There was no patient injury reported. No further information available.